Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-jul-28 regarding a patient receiving lioresal (2000 mcg/ml at 1518 mcg/day) via an implanted infusion pump. The indications for use were intractable spasticity and post spinal cord injury. It was reported that a motor stall occurred and the patient went in to the clinic. It was initially thought that the stall might have occurred at 10 (unknown whether am or pm) on (B)(6) 2017, but it was later confirmed that the event occurred on (B)(6) 2017. It was not thought that the patient had undergone magnetic resonance imaging (MRI) recently, but other sources of electromagnetic interference were going to be ruled out with the patient's hcp. The hcp set the pump to minimum rate mode, silenced the alarms, and instructed the patient to go to the emergency room (ER). The patient reportedly experienced baclofen withdrawal, and was admitted to the hospital to manage the withdrawal. The pump was to be replaced, but the replacement had not been scheduled at the time of report. There were no known environmental, external, or patient factors that were thought to have led to the event, and the issue was not resolved at the time of report. The patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on october 04, 2017 from the healthcare provider (hcp). The patient had not been in a clinical study, and the device had been replaced and returned by the hospital for analysis. The event date was provided as ¿(B)(6) 2007.¿ the device had been in the patient, used for treatment, and there was a patient injury and death. It was indicated a motor stall/pump failure occurred. The following notes were provided from the healthcare provider: the patient was seen and examined on (B)(6) 2017. The patient presented for a baclofen pump refill. Operated ewc independently. No pain issues. The patient was a (B)(6) year-old wm with pmh plus incomplete sci at c5-c6 secondary to skiing accident with resultant spasticity and quadriplegia. Controlled with a baclofen pump. The patient came into the clinic stating the baclofen pump had been alarming at a 10 minute interval since approximately 10:00 last night. The patient did not notify the physician they were coming in for a baclofen pump refill. The patient stated his bue was getting tighter. The pump was examined using a telemetry device and the patient had a motor stall which occurred on (B)(6) 2017 at 21 hours and 57 minutes, correlating with when he started to hear the pump alarm. The print out stated the concentration was 2000, flexed dosing, with total daily dose of 1518.1 mcg/d with a battery life of 13 months and a reservoir volume of 10.3, and a low reservoir alarm volume of 2.0 with a low reservoir alarm date of (B)(6) 2017. The pump should not have been alarming due to either alarm date or low volume. The manufacturing rep was contacted, and it appeared that this was a pump failure. It was indicated there was a number of reasons this could occur. One reason could be leakage of baclofen from the fluid reservoir into the mechanical aspect of the pump. The patient did not have hallucinations, sob, ha, dizz, or lightheadness. The patient was experiencing an increase in spasticity of bue. At that point, the pump could not be restarted and needed replacement. Therefore, calls were placed to plan the replacement. It was decided the patient would be admitted in order to monitor for severe withdrawal symptoms. The patient was given 20 mg of oral baclofen and instructed to take 20 mg of oral baclofen po qid for a total daily dose of 80 mg. The patient was sent to the emergency department (ed). 911 did not need to be called, and he was transported by his caregiver. The ed was contacted, and advised as above. The patient was provided with copies of the baclofen pump print-out. Prior to leaving, the dose was decreased to the minimal dose rate, a simple continuous rate of approximately 15 mcg/d, to prevent the pump from restarting and blousing the patient or the pump restarting and stopping again, which would result in the patient receiving multiple boluses. The patient was instructed on all the above, and agreed to all of it. The patient left the office in good condition. He was instructed to go to the ed. The physician at the ed, neurosurgeon, and manufacturing representative were contacted personally. The patient stated they were not exposed to an MRI or any other magnetic field.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via the legal team reported the patient experienced hypertension and vasodilatory shock as well as conscious pain and suffering prior to their death on (B)(6) 2017. It was noted that despite the patient's symptoms, there was no attempt to replace the pump until mid-afternoon on (B)(6). It was noted there was a delay in replacement because there was no pump or baclofen available. It was noted this resulted in a anoxic brain injury on (B)(6) 2017. The patient did re-gain consciousness secondary to the anoxic brain injury. On (B)(6) 2017, the patient was extubated and progressed to asystole within 20 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient passed away on approximately (B)(6) 2017. The manufacturing representative did not have the exact date of death. The patient died while still in the hospital. It was initially reported that it was unclear what exactly the cause of death was. However, it was later reported that the patient died as a result of a motor stall, and the patient went into baclofen withdrawal.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion: no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on august 1, 2017. It was reported that pump logs confirmed that the pump first stalled on (B)(6) 2017 around 10:45pm. It was noted that the patient's most severe symptoms of acute withdrawal occurred on (B)(6) 2017 before the pump was replaced. The symptoms reportedly included respiratory distress, and the patient was intubated. The pump was then replaced on (B)(6) 2017. The new pump dose was started at 1000mcg/day simple continuous. It was noted that the previous dose of about 1500mcg/day was on flex mode. On (B)(4) 2017, the representative reportedly learned that there was evidence that the patient may have suffered neurological damage as a result of the respiratory distress/intubation. Additional information was received from a healthcare provider via a manufacturer representative on 2017-aug-02. It was reported that the previously reported neurological damage included no pupillary response and no gag reflex. It was unknown if the damage was permanent or disabling as of the last update on 2017-aug-01. The patient's withdrawal symptoms were resolved, and it was unknown whether the respiratory distress was resolved as the patient remained intubated. At the time of report, the neurological symptoms had not resolved.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4) for verbatim "neurological damage, no pupillary response, no gag reflex". Result code no longer applies. Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.